Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22apr2019. The service engineer (se) inspected the device. The se found that the alternate current ac mains supply was faulty from customer end. The se performed extended self test (est) and short self test (sst) and all test passed.

Event description:
It was reported that the ventilator was not switching on. No patient involvement. Event date not specified; estimate used.